Event description:
It was reported that pump displayed malfunction code 12 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue recurred, which customer acknowledged and understood.